Manufacturer narrative:
E1- department: sales. H3 - device evaluated by mfg?:device evaluation anticipated but not yet begun, awaiting device return. This report includes information known at this time. A follow up report will be submitted should additional relevant information become available. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
It was reported that the flexor ureteral access sheath and dilators peel-away tyvek pouch was open at the top. Issue was discovered at a cook distibutor and there was no patient involvement.